Event description:
It was reported to the manufacturer by the end user, per the end user, patient was in her chair and the staff was using a lift to move the patient into the bed. When the patient was being put into bed, the left lower calf received a skin tare, from the bed frame, that required cleaning and steri strips to close. Complaint# (B)(4) was entered into our system.